Event description:
The customer contact reported a separation. It was reported that during priming of the tubing set prior to pt use, the tubing separated from the clave port. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.